Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report that the secondary back flowed into the primary bag was confirmed. Visual inspection under magnification showed no anomalies. Functional testing confirmed backflow indicating a faulty check valve. Testing by the supplier indicated a passing result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the secondary back flowing into the primary bag was not identified.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc 0338-0049-04, lot: v16f29b, exp: dec 2017, 0.9% sodium chloride injection; 50ml, claris ndc 36000-046-24, batch no: a060516, exp: 2018-03, levofloxacin injection in 5% dextrose; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the levofloxin ivpb secondary flowed into primary IV. Levofloxacin ivpb hung at 0900: 50 cc bag to infuse at 50 cc/hr. On alaris pump. At 0940 pump observed infusing secondary at 50 cc/hr. But ivpb is dry. There is no report of patient harm.